Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
One partial, used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was broken off and not returned for evaluation. White drag marks were noted indicating a use of force. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.